Event description:
It was reported that the pump motor stall occurred on (B)(6) 2014 at 14:06 after the patient had an MRI. The patient did not have the pump interrogated at this time. It was noted that the MRI was ordered by an emergency room doctor. At the time of this report, no motor stall recovery had been logged. The patient did not experience any symptoms. Follow-up information indicated that the stall recovered at 9:36 on the report date. The previously reported MRI was for the patient¿s brain and was unrelated to the device therapy. The device system was used to deliver morphine. It was later reported that the patient was receiving appropriate therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d17305, implanted: (B)(6) 2012, product type: accessory; product ID 3550ph6, lot# 11915085, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).